Event description:
During a ptca/stenting procedure involving a calcified and 90% stenotic lesion in the proximal portion of the rca, the quantum maverick monorail balloon lost pressure at 12 atm's. The balloon was being used to post dilate a zeta stent. A 6f medikit introducer sheath, a runthrough ns guide wire, a launcher guide catheter, a zeta stent and acs inflation device were also used in the procedure. The balloon was removed and replaced with an unspecified device. No patient injuries or complications were reported.